Manufacturer narrative:
The exposed portion of the cannula was observed to be flattened. It is unknown how or when this damage occurred. No timeouts or drive stalls were seen in the download data that would indicate a failure to deliver insulin. No other damages or defects were found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 395 mg/dl while wearing the pod between 36 and 48 hours. On the leg. Additional method of treatment was not provided.